Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that patient had a device that was implanted in 2009. In mid to late (B)(6) 2016, patient's therapy stopped. Impedances were checked on the date of the report and all were out of range except electrode 2. Programming was limited and no obvious issues were noticed in x-rays. Patient's healthcare professional recommended replacing entire system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.